Event description:
It was reported the instruments were used during a laparoscopic hernia repair. It was reported two ems staplers jammed. They were pushed up firm against the tissue during use. Completed case with competitor instrument. There was no consequence to the pt.